Event description:
As reported by hospital, when attempting to place a stent in a balloon angioplasty procedure, the balloon burst because the inflation device gauge did not register pressure above 6 atm. There was no pt injury. When another device was substituted, the procedure was successfully completed.